Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not pass occlusion test" was not reproduced. The device passed upstream and downstream occlusion testing. A review of the event history log revealed multiple downstream and upstream occlusion messages however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not pass occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.